Event description:
Related manufacturer reference number: 1627487-2022-02393. Related manufacturer reference number: 1627487-2022-02394. It was reported that the patient experienced ineffective therapy. Additionally, patient has not used the scs system for 2 years. As such, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Additional information received indicates that the patient's ipg is inoperable due to not charging the ipg.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.